Event description:
According to the information received, burnt jaws, insert started to spark. No surgical delay or prolongation of surgery. The procedure was completed without any patient injury or harm. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation: product a - insufflation tubing set: as described in the investigation, no failure was found. The tubing set was inspected and confirmed to be fully functional and operating as intended. Product b - endoflator 50, the error codes provided by the customer are not recognized within the device's defined failure coding system. Based on the reported symptoms and findings, the most probable root cause is a temporary blockage in the tubing or instrument path, such as a closed stopcock or flow restriction. This assumption is supported by the fact that no defects were found in the tubing set itself. The reported issue is most likely due to a temporary use-related condition, such as a blockage in the gas path, rather than a device or component failure. No evidence of a manufacturing defect or labelling deficiency was found. No manufacturing defects were identified during the investigation. The event is filed under internal karl storz complaint ID: (B)(4).